Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative (rep) regarding a patient who was receiving lioresal (baclofen) (2000 mcg/ml at 259.4 mcg/day) via an implantable pump for unknown indications for use. It was reported that the rep was asked to check the pump status on the patient. The rep did that and noted a motor stall (B)(6) 2021 and recovery (B)(6) 2021. It was noted the patient had an MRI that same date and time. For the past month the patient has had intermittent increased spasticity episodes. It was further reported the patient had a  catheter access port (cap) aspiration yesterday and was negative. The doctor was wondering if the MRI motor stall caused this intermittent increased spasticity. Additional information received by a company representative (rep) reported that the cause for the increased spasticity has not been determined. No additional diagnostics/troubleshooting were performed. The healthcare provider will be taking the patient to surgery on (B)(6) 2021 to possibly replace the catheter and pump. The event was not resolved at the time of report.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath, serial# unknown, implanted: (B)(6)2010, explanted: (B)(6) 2021, product type catheter product ID 8596sc, serial# (B)(6), implanted: (B)(6) 2010, product type catheter section d information references the main component of the system. Other relevant device(s) are : product ID: 8596sc, serial# (B)(6)ubd 2012-01-19 ,UDI# (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the physician took the patient to surgery and opened up the back incision, cut the existing spinal catheter and got good csf (cerebral spinal fluid) flow. The physician then implanted a new 8586 catheter to connect to the existing spinal catheter. The issue was resolved.

Event description:
Additional information received from the manufacturer representative (rep) reported that there was no definitive cause for the catheter issue that led to the catheter revision but the healthcare provider did not report it being due to a product issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.